Manufacturer narrative:
Unit passed displacement test. Unit received with same audio tone when switching from volume 5 to volume 1 and hardware low level failure alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unit received with cracked case at belt clip rail corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a physical damage on the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.